Manufacturer narrative:
(B)(4).

Event description:
The physician was using a resolute onyx stent. The device was not inspected prior to use. There were no issues noted with the device during prep. The target lesion was in the lad. The lesion was a straight vessel with no calcification. Lesion pre-dilation was performed. No resistance was encountered while attempting delivery of the resolute onyx stent and the stent was successfully implanted. There were no issues with the deployment of the device. It was reported that the physician noted a larger gap between the marker band and stent in the proximal side of the device than the distance between the marker band and stent of the distal side. The procedure was completed successfully and no patient injury was reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed resolute integrity device . This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.